Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on annual service visit, found even after changing for a brand new battery, test 15 would not display design cap as 9.000ah. (See attached photo) also temperature was -622.1 and current capacity was 167% no patient involvement.